Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously low estradiol results generated on a unicel dxi 800 access immunoassay system for twenty one pts. The customer re-ran the samples on a different instrument and the results were higher which matched the pts clinical picture. The initial erroneous results were not reported outside the laboratory. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the site to investigate the event. The fse performed a system check which passed within instrument specs. A definitive root cause could not be determined for this event. This is sixteen of twenty one separate MDR reports related to twenty one pts event associated with a single malfunction report on different days. Ref MFR #s: 2122870-2011-02330, 02331, 02332, 02333, 02334, 02335, 02336, 02337, 02338, 02339, 02340, 02341, 02342, 02343, 02344, 02346, 02347, 02348, 02349 and 02350. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4), 2010 for add'l reportable events.